Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a male patient of unknown age who had bone spur, could not bend the knee and the pain made him want to scream while receiving treatment with synvisc one. No concomitant medication or concurrent condition was provided. The patient's medical history was significant for knee replacement (but was trying to help the other knee) and had no cartilage left. On an unknown date in 2014, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into unspecified knee for knee pain. It was reported that the treatment with synvisc one did not help the patient but about 6 weeks later, it helped and he was pleased with the help. On unknown dates, the patient had bone spur and could not bend the knee. It was reported that the pain made the patient to scream. Reportedly, the patient was given cortisone injection for the bone spur. Corrective treatment: not reported for the pain made him want to scream and could not bend the knee; cortisone for bone spur. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for bone spur. Pharmacovigilance comment: (B)(6) company comment dated (B)(6) 2015: this case concerns a male patient who received synvisc one therapy and had bone spur. As per the information, the causal role of product with the occurrence of event cannot be denied. However, lack of information regarding the patient's underlying condition, medical history, concomitant medications and risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a male patient of unknown age who had bone spur, could not bend the knee and the pain made him want to scream while receiving treatment with synvisc one. No concomitant medication or concurrent condition was provided. The patient's medical history was significant for knee replacement (but was trying to help the other knee) and had no cartilage left. On an unknown date in 2014, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into unspecified knee for knee pain. It was reported that the treatment with synvisc one did not help the patient but about 6 weeks later, it helped and he was pleased with the help. On unknown dates, the patient had bone spur and could not bend the knee. It was reported that the pain made the patient to scream. Reportedly, the patient was given cortisone injection for the bone spur. Corrective treatment: not reported for the pain made him want to scream and could not bend the knee; cortisone for bone spur. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global. Pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for bone spur. Follow up was received on (B)(6) 2015. No new information was received. Follow up was received on (B)(6) 2015. No new information was received. Additional information was received on (B)(6) 2016. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated (B)(6) 2016: the follow up information received does not change previous case assessment. Sanofi company comment dated (B)(6) 2015: this case concerns a male patient who received synvisc one therapy and had bone spur. As per the information, the causal role of product with the occurrence of event cannot be denied. However, lack of information regarding the patient's underlying condition, medical history, concomitant medications and risk factors precludes the complete medical case assessment.